Event description:
The patient received the scs system on (B)(6) 2011. It has been reported, the patient had been experiencing numbness in her right leg. The patient reported numbness is present with and without the use of stimulation. It is present with and without the use of stimulation. It was also reported, the patient frequently charged her ipg due to having high parameters. In order to resolve the issue a surgical intervention was undertaken. The physician decided to explant the patient's ipg and replace it with a different model ipg. No further patient complications have been reported.

Manufacturer narrative:
Evaluation: results: the ipg as received functioned and communicated with all lab utility. It drew idle current within specification. It accepted charge using lab charger. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.